Event description:
New information received stated that the atrial lead also exhibited oversensing due to lead noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise during a follow up in clinic for past five years. Programming change was made. The lead was capped and replaced on (B)(6) 2020. There was no patient consequences.